Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. Both tamper seals were removed. The top and bottom cases were in excellent condition despite some visible contamination. Nothing was found in the event history log (ehl) which pertained to a bad interconnect board. The customer reported product problem regarding the bad interconnect board was confirmed. The customer must have replaced the main pc board (s/w version v5.0.0), and subsequently was unable to upload the information (software and configuration) using the power point process. The investigator concluded that the customer experienced this product problem due to fluid contamination of the interconnect board. The investigator replaced the following components: interconnect board, radio board (which was contaminated), plunger cases (which was cracked), position pot (which was contaminated), leadscrew and clutches. The pump was then re-calibrated and tested. The pump passed all the functional and delivery tests.

Event description:
It was reported that the interconnect board on the pump was bad. There was no patient involvement. The product problem was observed while the operator was downloading the drug library.